Event description:
On (B)(6) 2012, it was reported that the vns patient had pain in the neck, high impedance, and heard a clicking sound. The patient was sent for x-rays and turned the device off. Additional information was received that the patient was experiencing intermittent pain with magnet use and that she is hearing a clicking noise from the device. The physician received a message on his handheld device indicating "unable to get an "up-arrow" impedance." Because of this warning, the physician feels that there is a lead issue and has referred the patient to the surgeon for consult." The patient was referred for full revision. The generator would be revised for prophylactic reasons. Clinic notes with the patient's programming history from (B)(6)2012 were received. The patient's impedance on (B)(6) 2011, was 2833 ohms. The patient was reportedly having some trouble with her vns: the patient experienced painful magnet activations in the neck. The patient also had intermittent clicking noises which the patient's mother attributed to the inappropriate stimulation of the vns. The device was interrogated and there appeared to be a problem as there was a significant increase in impedance that could not be detected, suggesting that there may be a disconnect of the lead at the neck. The patient was referred for x-rays, and the radiography report was provided. It was noted that the patient had two wire leads extending from a generator battery pack in the upper left chest along the chest wall to the left neck (the vns). The wire leads appeared to be intact in the visualized segments of the device. There were two leads projecting from a cranial similarity of pain structure dorsally to the prevertebral tissues. The single device is not visibly connected to any of the other white leads. It is possible that this is a detached segment from the remainder of the apparatus. The leads that connect the more caudal wires to the lower left neck appear intact and lead to a battery pacemaker device. There are 2 wire leads leading to a semi-radiopaque structure that is most cranial in location. It is possible that this device has been detached from the remainder of the apparatus. Vns battery in left anterior chest wall. Leads appear intact. No detached leads were seen. Impression: no lead detachment from vns visible. X-rays were reviewed by the manufacturer. The generator was visible in the upper, left chest. The generator was placed normally. The connector pin did not appear to be fully inserted into the connector block. The feedthru wires appeared to be intact. Lead was present behind the generator and could not be assessed for continuity. No sharp angles were present. Lead wires appeared intact at the connector pins. There is a gross lead discontinuity in the lead body near the generator. Based on the x-rays images received, a gross lead fracture and improper pin insertion would explain the high impedance. Additional clinic notes dated (B)(6) 2012, were received indicating that the patient had a marked clinical improvement now that her vns was disabled. The patient had no neck pain. There was no increased in seizure activity. Surgery is likely but has not taken place to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred but did not cause or contribute to a death or serious injury.